Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. Development of fever and red flare in the pocket site were observed the implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.